Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro laa closure device was implanted. Once the closure device was deployed, the physician checked for effusion and noticed a small effusion leading to cardiac tamponade, which was not present at the start of the procedure. It was noted that the patient's blood pressure was low at 59/33 mmhg. The physician performed a pericardiocentesis and drained 350cc of the pericardial effusion. The patient is expected to fully recover and be discharged.